Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 7/9/2019 and 8/2/2019. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zkb00 22.0 diopter intraocular lens was explanted due to residual refractive error. The patient experienced glare and blurry vision. The explanted lens was replaced with a lens of the same model but higher diopter (23.5). The explanted lens was discarded after explantation. There were no injuries or intervention required during the explantation procedure. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.